Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a checksum error due to low battery. The implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion. The cause of the bvvi was normal battery depletion.

Event description:
New information received notes that the device was also unable to be interrogated. The device was explanted and replaced on (B)(6) 2020. The patient condition was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in backup vvi mode. No intervention was reported. The patient condition was unknown.